Event description:
Reportedly, the device was originally implanted with a microport invicta lead. 84 shocks caused by noise were documented until (B)(6) 2019. The lead was replaced for an optisure on that day (B)(6) 2019. Starting (B)(6) 2021, new episodes labeled vf started to be documented in the device memory. Two inappropriate shocks were delivered in february 2022. Therefore, v sensitivity was programmed to 0.8mv and in the most recent follow-up, no episode was present. The user suspects a device issue. Preliminary analysis revealed that the inappropriate shocks could be due to myopotentials sensing and/or electromagnetic interferences (emi).

Manufacturer narrative:
Please refer to the attached customer response.

Event description:
Reportedly, the device was originally implanted with a microport invicta lead. 84 shocks caused by noise were documented until (B)(6) 2019. The lead was replaced for an optisure on that day ((B)(6) 2019). Starting (B)(6) 2021, new episodes labeled vf started to be documented in the device memory. Two inappropriate shocks were delivered in february 2022. Therefore, v sensitivity was programmed to 0.8mv and in the most recent follow-up of 21/03/2022, no episode was present. The user suspects a device issue.